Event description:
It was reported that during a lower anterior resection procedure, no staples were visible after firing the device and required hand suturing of distal segment (rectum) to complete the procedure. The staples did not form properly and resulted in anastomatic leak; anastomosis was then hand sutured. There was an additional 30 minutes of or time required for suturing. There was no pt consequence.